Event description:
Event description cpi received information that during a routine follow-up procedure, this implantable pulse generator (ipg) was found to be at a magnet rate of 85 and was exhibiting the elective replacement past (erp) indicator.